Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-may-2023 . H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two unsealed 24ga x 0.56in. Insyte-n autoguard units from lot number 2264396. The needle and needle cover were not returned. Only 2 catheters and the packaging were provided for investigation. Without the needle, your reported issue of ¿needle bent¿ cannot be confirmed. The catheters were leak tested and both catheters displayed leakage near the tip of the catheter tubing. Further microscopic analysis discovered that unit #1 catheter displayed a ¿v-shape¿ cut in the tubing. The other catheter displayed what appeared to be cuts to the tubing. The reported issue of the catheter being defective/damaged was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, this may occur during the process of loading the adapter onto the grip subassembly. Incorrect equipment settings may cause a damaged catheter tubing or a needle spear through. 100% vision system inspection, set-up work instructions, and gripper sensors are in place to mitigate the occurrence of this defect. The ¿v-shape¿ cut discovered for unit #1 resembles a cut in the catheter tubing that is usually caused by a needle spear through. Unit #2 appeared to have several cuts. Unfortunately, without the needles provided it is not clear what the root cause is. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ bc catheter split. The following information was provided by the initial reporter: needles noted to be bent, causing splitting of the IV catheter.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd insyte¿ autoguard¿ bc catheter split. The following information was provided by the initial reporter: needles noted to be bent, causing splitting of the IV catheter.